Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2310304 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) would not shuttle. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The device was used in a diagnostic procedure using a retrograde approach. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. There was no resistance or friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The device storage temperature did not exceed 25 °c. The user was trained in the use of the mynx device. Additional procedural details were requested but not provided. A sterile 5f mynxgrip vascular closure device (vcd) was returned in its pouch for investigation. The pouch was opened, and no anomalies were found with the tray. Visual inspection of the received device showed that the shuttle was received in its manufactured position, the stopcock was closed and the device was not deployed. In addition, the syringe was returned not attached, and no anomalies were observed. During the functional test, the balloon was inflated/deflated, and no anomalies were observed. The sealant deployment mechanism was tested to verify the correct configuration of the device as received, and the results obtained showed that there were no problems with the device deployment mechanism. The device performed as expected by advancing the advancement tube and deploying the contained sealant. A product history record (phr) review of lot f2310304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿shuttle-shuttle advancement issue¿ could not be confirmed as the device and sheath were not returned for analysis. Additionally, the issue was not confirmed through analysis of the sterile device received. The exact cause of the shuttle advancement issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely, which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or if the sheath¿s stopcock was not open during the shuttle down step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis of the sterile device received suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) would not shuttle. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in a diagnostic procedure using a retrograde approach. The device was used with a 5f non-cordis sheath. The was femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. There was no resistance or friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The device storage temperature did not exceed 25 °c. The user was trained in the use of the mynx device. Additional procedural details were requested but not provided. The device is being returned for evaluation.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) would not shuttle. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
The event date is currently unknown. A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.